Event description:
Patient reporting pump sn (B)(4) when first try to use, high pressure alarms, after removing the cassette and reattaching, alarm stops. Pump was not in use when fault occurred. No lapse in infusion or side effects due to malfunction. Sending replacement pump and patient will return malfunctioning pump. Patient does have back up pump. Reported to (B)(6) by: patient/caregiver.